Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe is clogged. The following information was provided by the initial reporter, translated from spanish to english: that the syringe is clogged.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe is clogged. The following information was provided by the initial reporter, translated from spanish to english: that the syringe is clogged.

Manufacturer narrative:
H6: investigation summary: one photo received by our quality team for investigation. Upon visual evaluation, a packaged product is displayed, no defects or issues are observed. Based on the quality team's previous investigation, possible root cause is associated with effectiveness in the sensor at the entrance of the autoshielder in the nip line entrance. A device history record review showed no non-conformances associated with this issue during the production of this batch.